Event description:
Customer reported: loss of integration / non integration with infection bone expansion done, no drilling. Addition bone added. Upon further evaluation of the information provided by the clinician, it was determined that the event/problem description ni/li with infection will be changed to align with the ni/li definitions outlined in m05.01. In this case the description of the loading steps leads us to change this complaint to li with infection.

Event description:
Customer reported: loss of integration / non integration with infection bone expansion done, no drilling. Addition bone added. Upon further evaluation of the information provided by the clinician, it was determined that the event/problem description ni/li with infection will be changed to align with the ni/li definitions outlined in m05.01. In this case the description of the loading steps leads us to change this complaint to li with infection